Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "patient experience tritanium cup loosen at 1 and a half years out. She had pain because of this issue. She had pain first day of post-op. We revised this cup and put a tritanium revision (multi-hole) cup in. Outcome of the revision was positive. Everything went well with revision surgery."

Event description:
As reported: "patient experience titanium cup loosency at 1 and a half years out. She had pain because of this issue. She had pain first day of post-op. We revised this cup and put a titanium revision (multi-hole) cup in. Outcome of the revision was positive. Everything went well with revision surgery."

Manufacturer narrative:
An event regarding loosening involving a titanium shell was reported. The event was confirmed by medical review. Method & results: product evaluation and results: no devices have been returned however, one explant photo was provided for visual inspection. Some biological material can be seen on the shell but it is otherwise unremarkable. Medical records received and evaluation: a review by a clinical consultant concluded the following: there is one x-ray to confirm this cup has indeed radiolucent lines around suggesting it is loose. It is possible that the cup has some excessive anteversion as potential cause of the problem but the field of view of the x-ray is so limited that it is difficult to make strong conclusions about his. Larger field x-rays as well as lateral x-rays would be better able to determine the root cause of the problem if this would indeed be the cause of the problem. More information is required to solve this case with more certainty. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.